Event description:
It was reported that during a coronary artery stenting treatment procedure there was stent damage. The lesion was 99% stenosed, calcified and severely tortuous located in the left circumflex (lcx). The physician tried to place the 2.50 x 20 mm taxus liberte stent, but was unable to cross the lesion. The physician removed the stent delivery system from the pt, and found the stent strut lifted up. The procedure was completed with another of the same device. There were no complications and the pt condition is listed as "good".

Manufacturer narrative:
(B)(4).